Event description:
Customer alleged blood glucose result of 692 mg/dl was reported by the compact system. Results above 600 mg/dl are outside the numeric reading range of the device and the device should display "hi" for these results. Customer reported no symptoms with these results. Customer did not treat or act on results. A request was made for the return of the suspect device and replacement product was sent.